Event description:
Information was received from a consumer regarding a patient receiving hydromorphone, baclofen, and ketamine via an implanted pump. The indication for pump use was spinal pain. The patient reported that they went to see their clinician yesterday for a refill of the pump and both of them had been having problems getting the handset to communicate. It was very sluggish. The telemetry was lagging at 90%. When the agent inquired about the event date, the patient stated, ¿it was instantaneous (as in connecting well and fast), and then it was slowly slower and slower, and now it's gotten to the point where it's back to where it was initially.¿ while on the call, the patient was able to successfully connect to their pump with a telemetry delay. The agent re-reviewed clearing the data and the patient agreed/consented. Prior to clearing data, the patient data was 1.24mb. The agent reviewed considerations, and the patient agreed to monitor and call back for assistance. During the call, the patient stated that they were allowed 4 boluses per day an d typically they bolused 4 times a day.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# rf8t50tgayd implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated they went through an issue where it was slow making contact and it would take forever for it to administer a bolus, and 'it's doing the same thing again,' in reference to the previously reported telemetry delay. The manufacturer's patient services specialist (pss) assisted the patient in clearing their data. Prior to clearing the data, patient's data was 1.77 mb.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial#: unknown, product type: software. Product ID: hh90t01, serial#: (B)(6), product type: mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.